Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked fluid internally from an unspecified location during patient use. The device was filled with fluorouracil (5-fu) and the fill volume was 240 ml. A small amount of fluid also leaked externally. The rubber bladder/reservoir did not appear to be damaged or broken. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured january 6-8, 2025. H11: the device was received for evaluation. Visual inspection via the naked eye noted fluid inside the housing. A leak test was performed on the sample and immediately after filling, a slow leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause of the bladder crimp leak was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.